Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, scratched display window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a scratched screen that made it illegible. The blood glucose reading was 162 mg/dl. The customer stated that the screen was so scratched that she had a hard time reading it. She noted that she would have to turn the light on because she could not read it. She also added that she normally wore the insulin pump in her bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.